Event description:
Boston scientific received information that this device was apart of a system explant due to infection. The device was explanted and taped to the patient's shoulder externally to be used as a temporary pacing system with a newly implanted lead. There were no additional adverse effects reported.

Manufacturer narrative:
The device was explanted but remains in service as an external pacing system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted and is no longer being used as an external pacing system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that a permanent pacing system has now been implanted, and this temporary pacemaker has been fully explanted and removed from service. No adverse patient effects were reported.